Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the treatment of an 5.4 cm in diameter abdominal aortic aorta. The neck angulation was 45-50 degrees. It was reported that the stent graft was successfully implanted; however, an angiogram noted a possible type I endoleak. The physician will monitor the patient. The physician stated that the cause of the endoleak was due to neck angulation. No clinical sequelae were reported and the patient is fine.